Event description:
Customer reported on (B)(6) 2024 from the us that the elvie stride caused mastitis and a subsequent fever. The customer alleged that the stride was not draining the breast, which led to mastitis. Customer was seen by a healthcare professional, where she attended hospital and had support with the fever and draining the breast.

Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer has been offered a refund on return of the product. To date the customer has not returned the device. If the investigation determines any further information, a follow up report will be sent.